Event description:
Patient was driving home and felt becoming disoriented, and also felt "getting low." Pt pulled off the highway and drove their truck into a pond. Pt was not unconscious, but not very alert. Someone stopped by to assit the patient and also called the paramedics for the pt. The paramedics drove pt to the hospital where pt was admitted and kept overnight for observation. Patient also received a glucose IV to bring their blood sugars back up. The paramedics told pt their blood sugar range was very low (30-40 mg/dl). Patient was released from hospital in 02/2005. Pump user was also using many device accessories out of labeling requirements: piston rod and adapter 5-6 years old.